Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was variable. On (B)(6) 2015, rv pacing impedance spiked to 1488 ohms with variability; prior trend in the 300-400 ohms range. On (B)(6) 2015, ventricular sensing integrity counts up to 849; non-sustained episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days. (B)(6).

Event description:
It was reported that the right ventricular (rv) lead had high and varying impedance, oversensing (short v-v intervals), and noise which triggered a lead integrity alert (lia). Lead fracture is suspected. The lead detection was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.